Manufacturer narrative:
This report is submitted on march 12, 2021.

Event description:
Per the clinic, the device was removed in surgery on (B)(6) 2021, due to non-use.

Manufacturer narrative:
This report is submitted on 7 april 2021.